Event description:
A 26mm diameter x 15mm diameter x 16.5cm length aneurx bifurcated stent graft and its components were implanted for the treatment of 7cm abdominal aortic aneurysm in a pt in 2001. The pt has a history of copd. The neck of the aneurysm measured 3cm in length and the diameter ranged from 21-23mm in various places. It is reported that the physician felt that a 26mm graft would be sufficient. The common iliac artery measurement varied from 15.8mm to 10mm and the external iliac artery measured 9mm. The external iliacs were reasonably straight and undiseased. It was reported that there wasn't much plaque disease in these vessels. The stent graft was placed into the right femoral artery through a 22 fr catheter and introducer. It is reported that the stent graft was accurately positioned below the renal arteries and deployed. With ivus verification, the physician accurately located the renals and verified the infrarenal location for the stent graft itself. The left iliac limb graft was successfully deployed through the left femoral artery. An angiogram verified good flow into the stent graft, no leak, and that both hypogastrics were perfused. However, it was determined that the body of the stent graft had actually pulled down over 2cm from the level of the renal arteries. Consequently, an aortic cuff was successfully placed as verified by a completion arteriogram. Ivus was repeated to verify patency on the right side of the stent graft.